Event description:
Healthcare professional reported a right side "capsular contracture baker grade IV," and "spherical morphology and radial folds" per MRI. Device remains implanted.

Event description:
Healthcare professional reported a right side "[baker] grade IV contracture," and "spherical morphology and radial folds" per MRI. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.